Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 38 mm abdominal aortic aneurysm. It is reported that approximately twelve years later, a high risk enlarging left common iliac artery was observed during a routine CT follow-up. An endurant (etlw1613c93e) limb was implanted from the original contralateral limb into left external artery, isolating the enlarged area. An additional extension etlw1616c124e was placed proximally to provide overlap and extend to the contra gate. The event was resolved. The physician stated that the cause of the event was disease progression. The patient will be monitored by their physician.